Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a watchman access system. Analysis of the tip, sheath and hub/valve included microscopic and visual inspection. Inspection revealed kinks located 15mm, 45mm, and 55mm from the tip, with tip/sheath damage (flattened) for a length of 8cm. Inspection of the rest of the device found no other damaged or defect.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The distal end of the was became kinked when the closure device was fully recaptured. The procedure was completed with another new was and wds. There were no patient complications and the patient is doing fine.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The distal end of the was became kinked when the closure device was fully recaptured. The procedure was completed with another new was and wds. There were no patient complications and the patient is doing fine.